Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Home monitoring reported bipolar lead failure on (B)(6) 2022. Lead trends show impedance increasing and drop in sensing. Rv lead recording showed noise and loc. During in office testing, no capture was seen. Xray will be taken for further evaluation. Lead currently remains implanted.

Manufacturer narrative:
On (B)(6) 2022 - lead was explanted, it was found dislodged and in the pocket. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.